Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. The readings were first obtained in 2007 and continued until (B) (6) 2008. Good faith attempts to obtain add'l info from the pt's treating physician have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.